Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 19.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was noted the lens was put in at seventeen degrees (17°) (pentacam ks). Post-op marks at/or very close to 17 degrees, manifest refraction (mr) -0.25 + 1.50 x 05. The lens was later explanted on (B)(6) 2019 because the patient complained of blurry vision and flashes of light one day after the initial surgery. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a zct300 20.0 diopter iol. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.